Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. The reported tortuous patient anatomy may have contributed to the resistance. Further evaluation revealed a bend in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the distal m2 segments of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), and a penumbra system red 62 reperfusion catheter (red62). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed one pass successfully using the velocity and the red62. Next, while attempting to complete a second pass, the physician experienced resistance introducing the velocity into the red62. Subsequently, the physician noticed that the proximal part of the velocity broke. The physician removed the velocity safely from the patient¿s body. The procedure was completed using another velocity and the same red62. There was no report of an adverse effect to the patient.